Event description:
It was reported that the radio frequency (rf) head had a frayed wire. The head was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the insulation was missing on the cable and the ground cable was frayed. It was also noted that the magnet was cracked.